Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had previously encountered a fluid leak within the cycler's cassette compartment when removing the cassette from the cycler after cancelling pd treatment. The treatment was cancelled due to receiving multiple supply bag lines are blocked during an unknown phase of treatment and prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. A new cycler was issued to the customer a day after when the patient had another reoccurrence of the same event. The reported cycler was not scheduled to be picked up and returned for the event captured in this report. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd) on the date of this event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.